Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui), printed circuit board (pcb), and backlight inverter pcb, which resolved the customer reported issue. The ventilator passed necessary measurements and tests. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator experienced an erratic display. The malfunction did not occur during patient use.